Event description:
A screwdriver broke during use. It was identified that this failure caused a 30 minute delay in surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Limited information was provided regarding the part and lot number used, patient information and details of event.